Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was involved in an underinfusion incident. The device was filled with a baxter compounded solution of 4704mg fluorouracil in 0.9% sodium chloride and connected to the patient using a 20 gauge needle (non-baxter product). The flow restrictor was taped directly to the patient's chest, and the reservoir and distal luer lock were positioned at the same height. Two days after the infusion began, the patient noticed that the clamp was on. Approximately 68 hours after the infusion began, it was identified that the device did not fully infuse. No leakage was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured february 19, 2015 ¿ february 20, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.